Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation report: abbott diagnostics (B)(4), inc. Performed review of manufacturing records and quality control release testing for kit part number 195-000 / lot 130053 and device part number 195-430h / lot 134954. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 130053 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01916 through 1221359-2022-02048 and 1221359-2022-02725.

Event description:
Customer reported one hundred thirty-five (135) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) on kitted nasal swabs. This report is for patient one hundred thirty-four (134) of one hundred thirty-five (135) and lot 130053 (total quantity 2). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).